Event description:
Customer reported elevated blood glucose and stated that it had not been under 300 mg/dl all day. The blood glucose reading at the time of the report was 494 mg/dl. She stated that the drive support cap appeared normal. She found no air bubbles and no leaks. She was advised to run a manual prime and stated that the insulin did exit. She stated that the basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and customer stated that the cannula was not bent and that the site was not sore or irritated. The blood glucose reading was brought down to 217 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (B)(4).